Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a low out of range shock impedance measurement. Review of the trend data noted that the impedance has been abnormally low since implant. Boston scientific technical services (ts) suggested bringing the patient into the clinic for further review and testing. To date the patient has not been brought into the clinic, thus no changes have been made. The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the clinic where the low out of range shock impedance measurement was able to be replicated. At that time the physician recommended a non-invasive programmed stimulation (nips) procedure. One week later the patient was brought back into the office where commanded shocks were performed and the low out of range shock impedance was seen. Further investigation found that there was an abandoned right ventricular (rv) lead from another manufacturer connected to the df-1 port on the cardiac resynchronization therapy defibrillator (crt-d). The decision was made to turn off the proximal df-1 coil and re-test shock impedance measurements. Once programmed this way, the shock impedance measurement yielded 60 ohms consistently during testing. Another nips test was performed, but this time with just a single coil vector using only the crt-d and boston scientific rv lead. The nips procedure was successful and the true shocking impedance measurement was 58 ohms. At this time the device and leads remain in service and no additional adverse patient effects were reported.